Event description:
It was reported pauses were observed in the patient's ventricular rate in the hospital. Testing showed ventricular loss of capture until the device was reprogrammed to unipolar polarity. Capture since reprogramming to unipolar was consistent and patient was in a junctional rhythm at 60 bpm. Ventricular bipolar impedances had been rising to almost 3000 ohms. A rise in ventricular thresholds had been noted since (B)(6) 2010. An atrial lead warning occurred on (B)(6)2009 with many low impedances noted post warning. Both undersensing of atrial fibrillation and "perhaps oversensing of noise on the atrial lead" was reported. The patient arrested on (B)(6)2010 and died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up revealed the last device check had been over one year ago. Patient had witnessed arrest with subsequent CPR and was in pea (pulseless electrical activity) with a couple episodes of vf when medics arrived. Admitted to the hospital via ER with severe anoxic brain injury, myoclonic jerk, hypertension, diabetes. Developed hyponatremia and became asystolic - acls protocol instituted. Referred to nephrologist with acute anuric renal failure with hyperkalemia, metabolic acidosis due to recurrent cardiac arrest with persistent hypotension, possible coronary artery syndrome with previous history of cardiac bypass. Patient died with final diagnosis of acute respiratory failure, acute mi, acute renal failure, pneumonia, shock, vf, af, diabetes, hyperkalemia, coronary disease, hypothyroidism, chf.

Event description:
It was reported pauses were observed in the patient's ventricular rate in the hospital. Testing showed ventricular loss of capture until the device was reprogrammed to unipolar polarity. Capture since reprogramming to unipolar was consistent and patient was in a junctional rhythm at 60 bpm. Ventricular bipolar impedances had been rising to almost 3000 ohms. A rise in ventricular thresholds had been noted since late (B)(6) 2010. An atrial lead warning occurred on (B)(6)2009 with many low impedances noted post warning. Both undersensing of atrial fibrillation and "perhaps oversensing of noise on the atrial lead" was reported. The patient arrested on (B)(6)2010 and died. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up revealed the last device check had been over one year ago. Patient had witnessed arrest with subsequent CPR and was in pea (pulseless electrical activity) with a couple episodes of vf when medics arrived. Admitted to the hospital via ER with severe anoxic brain injury, myoclonic jerk, hypertension, diabetes. Developed hyponatremia and became asystolic - acls protocol instituted. Referred to nephrologist with acute anuric renal failure with hyperkalemia, metabolic acidosis due to recurrent cardiac arrest with persistent hypotension, possible coronary artery syndrome with previous history of cardiac bypass. Patient died with final diagnosis of acute respiratory failure, acute mi, acute renal failure, pneumonia, shock, vf, af, diabetes, hyperkalemia, coronary disease, hypothyroidism, chf. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase - steadily increasing ventricular lead impedance observed. Went from an average of 1032 ohms on (B)(6)-2009 to an average of 2265 ohms on (B)(6)-2010. Low resistance/impedance - atrial lead warning occurred on (B)(6)-2009. 16,777,215 low impedance paces noted post warning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.